Event description:
A report was received that the patient was not feeling stimulation. The patient's lead was displaying high impedances and the physician suspected damage to the lead and splitter. The physician explanted the devices and the patient is reportedly doing well.

Event description:
A report was received that the patient was not feeling stimulation. The patient's lead was displaying high impedances and the physician suspected damage to the lead and splitter. The physician explanted the devices and the patient is reportedly doing well.

Manufacturer narrative:
The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. This location appears to be the site where the suture sleeve was positioned. Additional visual inspection found that the lead body was kinked right at the proximal end of the retention sleeve. The broken cables resulted in the reported complaint of high impedance exhibited. Visual mechanical inspection of the returned splitter found that the setscrew is completely unscrewed from the connector block and kept in place by the septum. When the setscrew was reinserted in place and tightened down, it worked properly. The splitter passed all tests when it was tested with a known good infinion lead.

Event description:
A report was received that the patient was not feeling stimulation. The patient's lead was displaying high impedances and the physician suspected damage to the lead and splitter. The physician explanted the devices and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: lead splitter, 30cm.

Manufacturer narrative:
Additional suspect medical device components involved in the initial report: model #: sc-3400-30, serial #: (B)(4), description: lead splitter, 30cm.